Manufacturer narrative:
(B)(4). Device evaluation: the heli-fx applier was returned with a vial containing the broken endoanchor portion. No signs of damage were observed along the length of the heli-fx applier. Since there were no evident material defects that would have been contributory, it is likely the endoanchor failed due to encountering resistance (at an area of several struts where the 3rd endoanchor was located) which imposed excessive torque on the endoanchor, leading to a fracture. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus sunnyvale location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
During second stage deployment of the 4th endoanchor resistance was encountered and the heli-fx applier appeared to be "struggling" (noise and x-ray) to complete full deployment. No issues were noted during 1st stage deployment. The endoanchor was deployed in an area of several struts of the mdt cuff and where another anchor (the 3rd anchor) had been deployed. No calcification was noted. After the 4th endoanchor deployment was completed, the heli-fx applier was removed from the patient and the nurse tried to load the next endoanchor but it was not possible. It was observed that the crossbar of the endoanchor had broken and remained in the tip of the heli-fx applier. The crossbar was pulled out of the tip of the heli-fx applier with a forceps and subsequent loading of an endoanchor was successful. Four additional endoanchors were deployed without issue.